Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test and active current test. Blank display not confirmed. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm due to a software error. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at keypad assembly. Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 285 mg/dl. Customer reported that contacts of battery cap was neither missing nor damaged. Customer reported that the display did not returned after insulin pump restart. Customer reported that they had software alarm for insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.